Manufacturer narrative:
The device has been received for evaluation; however, the device analysis has not been completed. When the additional device information becomes available from the completed evaluation, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had depressed battery contact pins and the battery was not charging. This was found while in use on a patient in the burn intensive care unit. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported ''battery not charging'' which was not reproduced. ''Battery not charging'' was verified through a review of the event history log. Should additional relevant information become available, a supplemental report will be submitted. The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The ¿depressed battery contacts¿ was not verified. Should additional relevant information become available, a supplemental report will be submitted.